Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was able to confirm that iabp was leaking because the helium washer was missing. A washer was barrowed from another unit to confirm that the system was working properly and didn't have a leak. The washer was replaced with the proper washer that the customer provided. The fse performed all functional tests and validated calibration. The unit was cleared for clinical use.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h10, h11. Corrected fields: b5, d4 (model, catalog, UDI).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury.